Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported epistaxis and hematemesis could not conclusively be established through this evaluation. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2021 due to epistaxis. The patient had approximately 15 minutes of bleeding from the right nostril which was controlled easily with direct pressure. Several hours later, the patient had a large episode of hematemesis. There was no nosebleed, but labs were taken including hemoglobin and international normalized ratio (inr). The medical team was notified, and since labs were within normal range, the patient was discharged 8 hours after arriving to the ed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6)2021 due to epistaxis. The patient had approximately 15 minutes of bleeding from right nare which was controlled easily with direct pressure. Several hours later, the patient had a large episode of hematemesis. No nosebleed but labs were taken including hemoglobin (hgb) and international normalized ratio (inr). The medical team was notified and since labs were within normal range, the patient was discharged 8 hours after arriving to the ed. The event resolved without sequelae. No additional information provided.